Event description:
It was reported that the patients lead had high impedances. The patient underwent lead explant procedure. The explanted leads were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 3052487.